Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation caused by the left ventricular (lv) lead. It was noted that the patient has been experiencing stimulation since date of implant. Reprogramming was done, and the lead remains in use. No further patient complications have been reported as a result of this event.